Manufacturer narrative:
This report is for an unknown locking screw/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that a patient with a complex multiple disability was implanted with locking compression plate (lcp) on (B)(6) 2019. The patient was already treated with the same plate on the other side without any complications. Post surgery the patient was placed in a pelvis-leg-plastic-storage shell for four (4) weeks. The post four week x-ray showed timely and correct consolidation. The patient couldn't come for the second follow-up check up due to flu infection. Patient's relative reported an unporblematic rehabilitation with good walking ability. On (B)(6) 2020, the patient complained about the severe pain and an inability to walk or put weight on the right leg. X-ray taken on (B)(6) 2020 revealed the two broken screws with loss of correction. Patient was revised successfully on (B)(6) 2020. Patient's outcome is unknown. Concomitant device reported: lcp plate (part # unknown, lot # unknown, quantity 1); screws (part # unknown, lot # unknown, quantity 1). This report is for one (1) unknown locking screw. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The received x-rays were reviewed and it can be confirmed that two screws are broken at one of the two visible plates. Product was not returned and no article- and lot number was provided, therefore no further evaluation is possible. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional event information the broken screws were loosened and replaced.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: investigation summary: the received x-rays were reviewed and it can be confirmed that two screws are broken at one of the two visible plates. Product was not returned and no article- and lot number was provided, therefore no further evaluation is possible. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable,investigation selection investigation site: cq zuchwil. Selected flow(s): damaged: visual / examples: deformed/bent/cracked/broken . Visual inspection: upon visual inspection of the complaint device it can be seen that the screw is broken at its neck and is damaged/deformed, this thus confirming the complaint description. In addition, the screw has dents, scratches and deformation all over from use. Furthermore, at the damaged locations at the neck section of the shank, seems to resulted from contact to a hard material, most likely metallic instrument as pliers. Dimensional inspection: the investigation has shown that the cause of complained malfunction is a post-manufacturing caused use related damage at the device, therefore no dimensional inspection is needed. Furthermore, the complaint relevant dimensions cannot be checked for dimensional accuracy, because of the damage. Document/specification review: based on the received information a review of the technique guide could be performed, further ¿document/specification review¿ is not possible, as no lot number got reported. Summary: unfortunately, we are not able to determine the exact reason for this occurrence, but we assume that an overloading situation (high applied mechanical force) could have led to this damage. The complaint is rated as confirmed, but not valid from manufacturing point of view, as the investigations performed didn¿t identify any manufacturing defect or deficiency, thus the complaint investigation is considered as not manufacturing related. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D2: additional device product codes: hrs and ktt. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Updated concomitant devices reported: pediatric lcp hip plate 2.7mm/100°/2 holes (part number 02.108.300, lot 3l22942, quantity 1), 2.7mm locking screw slf-tpng with t8 stardrive recess 20mm (part number 202.220, lot unknown, quantity 1), 2.7mm locking screw slf-tpng with t8 stardrive recess 42mm (part number 202.242, lot unknown, quantity 1), 2.7mm locking screw slf-tpng with t8 stardrive recess 16mm (part number 202.216, lot unknown, quantity 1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional event information the patient outcome was good after the revision surgery. There was no generated fragments but loose screws have been replaced. There were no additional medical intervention required.